Event description:
N.a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b7.

Event description:
ICU rn reported a leak in the iab circuit alarm on a cs300, occurring twice over a 3-hour shift. Troubleshooting included changing augmentation ratios from 1:1 to 1:2, then to 1:3, verifying no blood in helium tubing, and confirming secure connections. A manual iab fill (holding the fill key for 2 seconds and pressing start) resolved the alarm and resumed therapy. The patient was on a ventilator with a peep of 5 and a heart rate in the upper 90s to 100s. The alarm was likely triggered by clinical factors. The fse was advised to consult the physician about switching back to 1:1 and to monitor for optimal therapy. There was no harm or injury reported.

Manufacturer narrative:
Due to the absence of the lot number, the UDI is incomplete. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N.a.